Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral retrograde approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 6.0 x 40, 75cm mustang¿ balloon catheter was advanced to predilate the lesion; however, upon inflation the balloon ruptured. The device was simply removed and a 4mm non bsc balloon catheter was used, but also ruptured. Since it was possible for stent delivery, the stent was then implanted and the procedure was completed. No patient injury or complications were reported.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device confirmed that the balloon had been subjected to positive pressure and deflated. Contrast media was observed within the balloon. A visual examination of the returned device identified a longitudinal tear in the balloon material beginning 2mm proximal to the proximal edge of the proximal markerband and extending distally for a total length of 18mm. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral retrograde approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 6.0 x 40, 75cm mustang¿ balloon catheter was advanced to predilate the lesion; however, upon inflation the balloon ruptured. The device was simply removed and a 4mm non bsc balloon catheter was used, but also ruptured. Since it was possible for stent delivery, the stent was then implanted and the procedure was completed. No patient injury or complications were reported.